Event description:
It was reported that the patient received inappropriate therapy during physical exertion in which his heart rate exceeded the rate cut off for vt. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.